Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. The reported event was confirmed via review of the controller log files, which revealed that the real time clock was reset to zero (year 2000). The most likely root cause of the reported event can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a date/time error on the controller. The controller was removed from service. No patient complications have been reported as a result of this event.